Event description:
It was reported that detachment of the device occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman flx laa closure device & delivery system (wds) were used. The was was positioned in the laa and the wds was inserted. The closure device was deployed in the laa of the patient, but it did not meet release criteria. While the physician was partially recapturing the device it released from the core wire. The device was deployed in the laa, but was still not in an ideal location and needed to be removed from the patient. The patient required open heart surgery to remove the device. The surgery was successful and the closure device was removed and a maze procedure and resection of the laa was performed. There were no patient complications that were reported to have occurred and the patient is expected to make a full recovery from these events.

Event description:
It was reported that detachment of the device occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman flx laa closure device & delivery system (wds) were used. The was positioned in the laa and the wds was inserted. The closure device was deployed in the laa of the patient, but it did not meet release criteria. While the physician was partially recapturing the device it released from the core wire. The device was deployed in the laa, but was still not in an ideal location and needed to be removed from the patient. The patient required open heart surgery to remove the device. The surgery was successful and the closure device was removed and a maze procedure and resection of the laa was performed. There were no patient complications that were reported to have occurred and the patient is expected to make a full recovery from these events.

Manufacturer narrative:
Device analysis: the returned product consisted of a watchman delivery system (flx) inside the watchman access system (was). No implant/threaded insert were returned. The device was bloody and there was tissue on the tip of the sheath. The core wire, tip, sheath, and hub/valve were microscopically and visually inspected. There were numerous kinks in the sheath. The tip was damaged as the tri-cuts were flared, and there were abrasions inside the sheath on the distal end. Inspection of the remainder of the device revealed no other damage or defects. Product analysis could not confirm the reported event as clinical circumstances could not be replicated.